Event description:
Additional info received from the customer. The name and concentration of the medications that were being infused at the time of the event were, fentanyl 2mcg/ml and bupivacaine 0.08%.

Event description:
Additional info received from the customer. The name and concentration of the medications that were being infused at the time of the event were, fentanyl 2mcg/ml and bupivacaine 0.08%.

Event description:
Report received from abbott international affiliate (abbott canada) of an unrequested bolus dose delivery of an unspecified medication "due to the patient pendant being damaged and shorted". The pump was programmed in the epidural mode, continuous plus bolus dose, to deliver an unspecified medication. After an unspecified length of time, the patient was reported to have "experienced excessive drowsiness, oversedation, decreased blood pressure and increased pulse as a result of an inappropriately high anesthetic block". There are no reported adverse sequelae. Though requested, there was no further information available.